Manufacturer narrative:
One sample was returned for analysis in used condition. It was observed that bag spike didn¿t return with the sample, it was not present on the tubing tip. No functional test could be performed since sample cannot be connected to IV bag due no spike is present. The failure mode of ¿difficulty of priming¿ couldn¿t be confirmed since functional test couldn¿t be performed.

Event description:
It was reported that device was underpriming - line volume of cadd line 2.3 ml. When priming the line with ketamine infusion, it fully primed with only 1.5ml displayed on the screen. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.